Manufacturer narrative:
(B)(4). Concomitant medical products: therapy date: (B)(6) 2013. Vanguard xp tibial tray, catalog#: 195252, lot# 833230. Vanguard xp e1 tibial bearing-left lateral, catalog#: 195374, lot# 553850. Vanguard xp e1 tibial bearing-left medial, catalog#: 195444, lot# 691470. Biomet series a thin patellar, catalog#: 184786, lot# 025420. The device was not returned for evaluation due to unknown location. Review of the device history record (DHR) was not performed due invalid part and lot number combination provided; due diligence was performed and no information was provided. Review of complaint history for same issue identified (B)(4) complaint for part (catalog) number and no complaints identified for part/lot number combination. Without the opportunity to evaluate the device, the complaint was not confirmed and root cause could not be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Associated risk table lists ¿inadequate implant/ bone interface geometry¿. Following review, no new risks were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Information was received based on review of clinical study,(B)(6) clinical study (B)(6). A male patient was identified in the study that underwent left knee surgery on (B)(6) 2013 for the primary diagnosis of osteoarthritis. As part of the study questions and responses it was noted that there was an impingement on the femoral implant. The patient outcome is unknown and there is no indication of surgical delays or medical intervention. Attempts have been made and no further information has been provided.